Event description:
It was reported that a remote transmission was sent due to fusion beats noted. The transmission showed an episode of ventricular undersensing resulting in ventricular pacing. There was also far field r-wave oversensing by the atrial lead, resulting in a mode switch. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, implanted: (B)(6) 2011. (B)(4).